Event description:
I had 3 rounds of morpheus 8 to my face over a period of 6 months. Following the completion of the treatments, I experienced quite severe facial fat loss that has caused me mental health issues and has had a negative impact on my life. Patient code: 1831, 4913. Device code: 2993. Reference reports: mw5178303.